Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the procedure was aborted. A philips remote service engineer (rse) inspected the system remotely and confirmed the reported event. A philips field service engineer (fse) inspected the system onsite and analyzed the log files and found that the lateral ippc had no communication. Fse replaced the lateral ippc to resolve the issue. The ippc was returned for analysis and part analysis indicated that the ippc was failing due to faulty motherboard. After replacement of ippc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the allura system failed to bootup. No harm was reported to philips. The device was outside of clinical use at the time of reported event. Philips has started an investigation of this complaint.